Event description:
Sabra set admin set with 250 ml bag and cassette - dispensed to pt 2003. The next day received call from pt's mother that bag had leaked. Not used on pt yet. Retrieved bag and discovered tear in seams. First suspected that something heavy was set in bag. When technician was compounding in same type of bag, it also developed leak in seam.